Event description:
Electrical malfunction of right ventricular lead in the patient's internal cardioverter/defibrillator. The lead had electrical failure leading to electrical noise which was inappropriately diagnosed by the device as a ventricular arrhythmia leading to inappropriate defibrillation from the device. The conductor cable of the lead was exposed and had breached the insulation protecting the cable from the body. This externalization of the conductor cable was verified via x-ray. Interrogation of the device using a biotronik programmer was used, and this report showed evidence of the electrical failure of the lead. Electrical impedance of the lead were abnormally high. Electrocardiogram showed clear noise on the ventricular lead, likely caused from lead electrical and/or mechanical failure. Dates of use: (B)(6) 2009 - (B)(6) 2014. Event abated after use stopped or dose reduced: yes.